Event description:
It was reported that the ilet touchscreen was unresponsive to user input despite cleaning and attempted calibration, preventing selection of on-screen prompts and leading to a determination that a replacement device was needed; the device was functional only intermittently and the user was advised that the replacement would not be water resistant and to maintain backup therapy. Symptoms included no adverse clinical effects and blood glucose reportedly unaffected. Outcomes included no medical intervention, no hospitalization, and continued cgm data availability through the mobile app. Investigation included troubleshooting over the phone, verification of shipping details, guidance to sync data and shut down the device, and collection of the device serial information for replacement logistics. Investigation of this device revealed the device powers on when charged. The complaint was key or button unresponsive. However, all of the menu items were accessed with no issues with the buttons including the yes button. No fault was found.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.